Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that alert was generated for shock lead impedance out of range (oor). Review of the data identified the oor measurement was 129 ohms, with measurements varying from 88 ohms to 121 ohms. Presenting electrogram showed appropriate function with no evidence of noise. The alert details were communicated to the patient's following clinic. The system remains in service and no adverse patient effects were reported.